Event description:
The patient reports undergoing cataract surgery with implantation of the crystalens in the right eye. Six weeks postoperatively, the patient experienced blurry vision, starbursts, and problems with depth perception. Additional information was provided by the surgeon, who reports that lens vaulted asymmetrically in a z-configuration and the lens was subsequently explanted.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.